Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for alleged high blood glucoses and insulin flow block alarms found on (B)(6) 2021. Device was coded for no delivery/occlusion alarm - unknown timing. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. No unexpected insulin flow blocked alarms noted during testing. Device successfully downloaded to thus. Confirmed device alarm insulin flow blocked alarm on (B)(6) 2021 at time 19:12:44.000 during bolus in device downloaded history. The electronic assemblies and motor assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay. Device passed function testing. No unexpected insulin flow blocked alarms noted during testing or listed in device downloaded history. Unable to confirm alleged high blood glucoses. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl and the current blood glucose level was 332 mg/dl. The customer experienced symptoms such as nausea, vomiting. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. Performed high pressure test and resulted in no alarm. Insulin flow block alarm occurred on repeated high pressure test. The insulin pump will not be returned for analysis.